Manufacturer narrative:
Additional information: weight, weight units. An event regarding range of motion issues involving a unknown tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical information was provided. Device history review: not performed as the lot details were not provided. Complaint history review: not performed as the lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product identification, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the surgeon performed a liner exchange revision on the patient's right knee due to stiffness. Rep reports that the implant was contracted and had to be downsized. No surgical delays, procedure completed successfully as per rep.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon performed a liner exchange revision on the patient's right knee due to stiffness. Rep reports that the implant was contracted and had to be downsized. No surgical delays, procedure completed successfully as per rep.